Event description:
It was reported that a patient underwent primary breast augmentation with two 450cc mentor memorygel breast implants. Post-operatively, the patient was diagnosed, via physical examination, with right breast capsular contracture (baker grade IV) and right breast implant rupture. As a result, the patient underwent breast implant removal surgery on (B)(6) 2025.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture, capsular contracture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On april 8, 2025, mentor received additional information that indicated that the patient's implants were replaced with the following devices: (right) 450cc mentor memorygel breast implant catalog: 3504501bc lot: 2000317 sn: (B)(6) and (left) 450cc mentor memorygel breast implant catalog: 3504501bc lot: 9997560 sn: (B)(6). On april 8, 2025, the mentor failure analysis lab received the device for evaluation. On april 13, 2025, the product investigation was completed. Device investigation summary: since no serial number was printed on the returned devices, it was not possible to determine which device corresponded to the right-side breast implant, therefore, both products received were analyzed. The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned device revealed that the sm mpp gel 450cc breast implant was found to be ruptured. Additionally, shell abrasion was observed on the edges of the rupture. These findings are consistent with normal wear of the device. Shell abrasion suggests in-vivo folding or creasing of the device, which may be caused by continuous and sustained stresses to the device, such as an excessively small breast pocket or the folding or wrinkling of the shell within the breast pocket. In some cases, breast implants may also experience normal wear over time. Regarding the reported capsular contracture condition, there are not enough details to determine the factors that may have caused this condition. Capsular contracture in the patient¿s breast might be the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Further, capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria and that normal wear may have caused the observed defect. No corrective and preventive action (CAPA) is required now. This medwatch form is for the right breast prosthesis.